Event description:
The chamber delivering the medication delivered too much medication to the patient. The patient should receive on versed at 6 mg's an hour. The medication was hung at 1111 and another at 1800. The patient should have received 42 mg's, the patient received almost 100 mgs. The patient was connected to two devices from alaris - pc serial number (B)(4), the pump number is 066290 serial number (B)(4). The alaris carefusion rep was contacted and the pump and chamber was shipped to replicate the event.